Manufacturer narrative:
Additional information received from the hospital indicates the patient had noticed an increase in irritation around her device and had started coming through her skin. During the procedure to remove the device system, as such erosions are considered infection, the patient underwent laser lead extraction which resulted in the patient death due to innominate vein perforation. Resuscitation efforts were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from the hospital indicates the patient had noticed an increase in irritation around her device and had started coming through her skin. During the procedure to remove the device system, as such erosions are considered infection, the patient underwent laser lead extraction which resulted in the patient death due to innominate vein perforation. Resuscitation efforts were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device system was being explanted due to infection. The device and one lead had been removed when the patient began decompensating and further extraction of remaining leads was abandoned. The patient died during the procedure. Follow up information obtained from the manufacturer's representative indicated that it was reported that there was a perforation. Additional information regarding the procedure has been requested but not received.